Manufacturer narrative:
(B)(4). Approximately six weeks prior to passing away, the patient experienced chest pain and was hospitalized on the same day for the event. On an unknown date while hospitalized, the patient had defibrillator placement. On an unknown date while hospitalized, the defibrillator placement site became infected. The infection from the defibrillator site led to sepsis and was the cause of death. It was reported that the patient had not experienced peritonitis (previously reported). Upon further investigation, it was determined that baxter disposables and devices were no longer suspect products for the cause of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An assignable cause could not be determined due to insufficient information provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896415 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. On an unknown date, the patient was hospitalized for peritonitis and eventually passed away. It was unknown if therapy was ongoing at the time of death. The cause of death was reported to be sepsis. It was unknown if an autopsy was performed. No additional information is available at this time.